Event description:
It was reported that a patient experienced peritonitis, coincident with continuous ambulatory peritoneal dialysis (capd) therapy. The peritonitis was manifested by abdominal pain and bloating. One day prior to diagnosis, the patient was hospitalized for manifestations of the peritonitis. The cause of the peritonitis was unknown. Beginning on the day of diagnosis and ending on the day of hospital discharge, the patient was treated with vancomycin (route, dosage, and frequency not reported) for the peritonitis event. One day after the initial receipt of this report, the patient was treated with vancomycin 1.5 grams intraperitoneally for a one time dose for the peritonitis event. Beginning three days after the initial receipt of this report and completing eleven days after the initial receipt of this report, the patient was treated with vancomycin 500 milligrams intraperitoneally three days per week for the peritonitis event. Dianeal therapy was ongoing. After four days of hospitalization, the patient was discharged. The patient was recovering from the peritonitis event. No additional information is available.

Manufacturer narrative:
(B)(4). The device was not returned and the lot number of the device was unknown; therefore, a sample analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.